Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system was reproduced and confirmed through eval. Eval found the current readings from the downstream sensor were above specification with a fluid filled set. This condition was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported a spectrum pump had intermittent downstream occlusion alarms. It was also reported there was no pt involvement.